Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 142 mg/dl. Customer reported she took out the battery of the device, put it back in and the device then alarmed button error. Customer reported moisture as a significant event that may have lead to the device alarming. Customer had seen condensation in the insulin pump screen. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.